Event description:
It was reported that during set up the device overheated within a few minutes. A replacement handpiece was used to complete the case. There was no patient involvement.

Manufacturer narrative:
Pre-repair temperature testing was performed. Pre-repair temperatures were the following: point 1 - 76.8°f, point 2 - 79.1°f and point 3 - 129.1°f. The product analysis indicates that the handpiece was too dirty and the bearings were corroded. The handpiece was cleaned and bearings were replaced. The handpiece was successfully passed to specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during set up the device overheated. There was no patient involvement.